Event description:
It was reported that this right atrial (ra) lead exhibited possible intermittent under sensing on stored electrogram. The device appears to be functioning as programmed. This ra lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.